Event description:
A 10-hole left condylar locking plate broke post-operative, when the pt fell. Plate was implanted for a gustilo 1a open periprosthetic supracondylar fracture of the left femur. Pt diagnosed with nonunion. Hardware was removed, during revision surgery.